Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting "pump wont run" alarm. Per reporter the cassette still has some volume left in the bag. No adverse patient effects were reported. Per reporter, no additional information is available at this time.